Manufacturer narrative:
All information pertaining to this event has been reviewed and no further action is required at this time.

Event description:
Related MFR report: 3006705815-2020-33497. It was reported the patient's scs system was removed due to lead migration. Reportedly, the patient reported experiencing a fall in (B)(6) 2020 and had received adequate therapy prior to the fall.